Manufacturer narrative:
(B)(4). The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, a male patient experienced a hyperopic surprise on his right eye (od) with unexpected post op refraction. Hence, a zcb00 +23.0d had to be explanted and replaced with pcb00 +24.5d lens on (B)(6) 2018. It was noted that patient was stable at the time of discharged. There were no incision enlargement during replacement, no vitrectomy performed and no suture required. Patient's visual acuity results: visual acuity pre-op (pre-initial implant): 20/60; visual acuity post-op (post-initial implant): 20/40; visual acuity post-op (post-replacement): 20/25. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.